Event description:
"Midas rex hose is leaking oil" was stated on the customer repair order. On follow-up coversation with the hospital, they reported that the leak occurred during surgery in the sterile field but away from the surgical site. They test run the drill whenever they change out tools or attachments. It was during this test that the leak was found. They used a second drill to complete the case. There was no delay in surgery or patient injury.